Manufacturer narrative:
The patient provided a comparison between laboratory and a newly received coaguchek xs with the patient older coaguchek xs. On (B)(6) 2018 the result from the laboratory 2.85 inr. The result from the newer coaguchek xs 3.3 inr. The resulting form the patient older coaguchek xs 3.8 inr. All results were obtained within 3 hours. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The patient's mother complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. On an unknown date the patient was tested on the meter with a result of 7.1 inr. The result from the laboratory was 5.23 inr. On (B)(6) 2018 the patient was tested on the meter with a result of 4.1 inr. The result from the laboratory was 3 inr. Sometime during the summer of 2018, the patient had a result of > 8.0 inr on the meter. The patient was taken to the hospital where his inr was tested. The inr result at the hospital was lower; the actual result was not provided. No adverse event occurred at this time. The patient's therapeutic range is 3 - 4 inr. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.